Event description:
This complaint is being reported due to the alleged incorrect bolus history. Reportedly, the patient's totally daily dose (tdd) of insulin does not exceed 65 units. However, the alarm is alerting the patient that his insulin intake is exceeding the 65 units when the patient claimed that his bolus insulin intake did not exceed his tdd. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was exercised for 24 hours without any unprogrammed boluses. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were recorded appropriately in the pump history. The keypad was removed and no defects were found to the button contacts. A review of the device history record confirmed that the pump was operating within specifications at the time of release.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time.